Manufacturer narrative:
(B)(4). Date sent: 02/13/2020. D4: batch # t5e74p. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. There were no staples present, indicating that the device achieved a full firing stroke. The anvil was returned but the breakaway washer was missing and hence the quality of the cut could not be assessed. While attempting to reset the device using a reverse battery, it was found to fire continuously. This being the unexpected behavior of the device, the device was disassembled, and the electrical assembly was examined. It was determined that one of the 2 switches on stop board was found stuck, due to the fecal matter that gathered around the component during surgery. This accounts for the unusual behavior of the device which allows the device fire continuously during reset (using the reverse battery). Upon removing the fecal matter around the switch, the device was restored to its performance.the observation during the functional inspection that the indicator was stuck at low b position was also found to be caused by the hardened fecal matter. By manipulation of the indicator, it was restored to expected performance. The weld separation that were found on the shrouds around the battery seam did not affect the function of the device. No conclusion could be reached on what caused the open handle noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/19/20020. H10: corrected data: updated analysis. The analysis results found that the cdh29p device arrived with no apparent damage. There were no staples present, indicating that the device achieved a full firing stroke. The anvil was returned but the breakaway washer was missing and hence the quality of the cut could not be assessed. While attempting to reset the device using a reverse battery, it was found to fire continuously. This being the unexpected behavior of the device, the device was disassembled, and the electrical assembly was examined. It was determined that one of the 2 switches on stop board was found stuck, due to the fecal matter that gathered around the component during surgery. This accounts for the unusual behavior of the device which allows the device fire continuously during reset (using the reverse battery). Upon removing the fecal matter around the switch, the device was restored to its performance. The observation during the functional inspection that the indicator was stuck at low b position was also found to be caused by the hardened fecal matter. By manipulation of the indicator, it was restored to expected performance. While weld separation was found on the shrouds around the battery seam, it did not affect the function of the device. The shrouds held the battery in place as expected during the testing. The device was reloaded with staples, new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached on what caused the open handle noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 12/19/2019. Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What technique was used to secure the anvil (purse-string device, linear stapler, etc.)? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? What type of leak test was performed? What is meant by, ¿did not form completely¿? Were there any issues noted with staple formation? If so, please describe the shape and location. Will the ostomy be reversed? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure the stapler fired but did not form completely. It also had a leak. During this case, the surgeon had to perform an ileostomy to divert the colon due to the anastomotic leak. There was an incomplete proximal donut but complete distal donut. During the leak test, a hole was found and therefore the surgeon used suture to attempt to repair the anastomosis and then diverted the colon.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/22/2020. Additional information was requested and the following was obtained: what were the indications for surgery? Colostomy reversal did the patient receive any preoperative chemotherapy or radiation? N/a what technique was used to secure the anvil (purse-string device, linear stapler, etc.)? Purse string suture with prolene what healthcare professional fired the device and what is his/her experience with the device? Experienced rn-fa who has fired multiple eea¿s where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low- b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible and green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 - 360 degree rotations. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Unknown - product sent in. What type of leak test was performed? Air test. What is meant by, ¿did not form completely¿? Proximal donut was not complete circle were there any issues noted with staple formation? If so, please describe the shape and location. Unknown. Will the ostomy be reversed? Tbd but planned. What is the current status of the patient? Unknown.